Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, device was unable to cross the lesion and the balloon ruptured post expansion. The balloon was completely removed from the patient. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, device was unable to cross the lesion and the balloon ruptured post expansion. The balloon was completely removed from the patient. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded, and a pinhole in the balloon was located 11mm from the tip of the device. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.